Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported with a description of intraocular lens haptic was torn. Additional information has been requested and received stating that during the intraocular lens (iol) implant procedure, while loading, the haptic tore and was damaged in the lens holder with no patient contact. The procedure was completed on the same day. In the surgeon's opinion, it was unknown if the product caused or contributed to the event.